Event description:
It was reported that the bd ultra-fine¿ insulin syringe separated from the needle during use and had a lack of vacuum as a result. The following information was provided by the initial reporter, translated from spanish: "there was separation of the needle from the syringe and no vacuum." "I apply my insulin glargine with a syringe and just when I was going to take out the insulin and remove the white cap from the plunger part, I realized that it had the defect, but the syringe did not even have the vacuum that each syringe brings in the drum and came broken without the other part of the plunger." What is the amount that presented the deviation? A: only 1 syringe. Was the reported incident noted before, during or after use? A: during use. Has there been any harm to the patient/health professional? (Detail) a: I am a person who lives with diabetes and I am also a nutritionist and diabetes educator... At that time it was impossible for me to inject myself as I only took a syringe when leaving home for dinner. Was there a need for medical and/or surgical intervention due to what happened (imaging tests, surgery, medication administration, etc.)? (Detail) a: no, there was no need.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 no physical samples were received; the investigation was performed based on the photo provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. The reported issue was observed and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe separated from the needle during use and had a lack of vacuum as a result. The following information was provided by the initial reporter, translated from spanish: "there was separation of the needle from the syringe and no vacuum". "I apply my insulin glargine with a syringe and just when I was going to take out the insulin and remove the white cap from the plunger part, I realized that it had the defect, but the syringe did not even have the vacuum that each syringe brings in the drum and came broken without the other part of the plunger". " what is the amount that presented the deviation? A: only 1 syringe. Was the reported incident noted before, during or after use? A: during use. Has there been any harm to the patient/health professional? (Detail) a: I am a person who lives with diabetes and I am also a nutritionist and diabetes educator... At that time it was impossible for me to inject myself as I only took a syringe when leaving home for dinner. Was there a need for medical and/or surgical intervention due to what happened (imaging tests, surgery, medication administration, etc.)? (Detail) a: no, there was no need."